Manufacturer narrative:
A falsely depressed digoxin (dgn) patient sample test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse checked the alignment of the probes and verified that water was dispensed from the mixer ports. The cse found an issue with the reagent mixer impeller. The cse replaced the reagent 1 probe and the reagent 1 mixer. The cse ran quality control materials with acceptable results. The cause of the falsely depressed digoxin (dgn) patient sample test result was the reagent 1 mixer. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed digoxin (dgn) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was reported to a physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. It is unknown if this repeat was reported to a physician(s). The same sample was repeated on an alternate atellica ch 930 instrument and a higher test result was obtained. The repeat result from the alternate instrument was reported as the correct result to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed digoxin patient sample test result.